Event description:
Our affiliate is reporting to us that a (B)(6) male patient underwent a successful arthroscopic shoulder procedure with the use of a panalok loop anchor for fixation in the (B)(6) of 2010 or the (B)(6) of 2011. At some point in time: the patient sustained a fall, the patient experienced pain, and on (B)(6), 2012 the patient underwent a re-vision surgery. At this second surgery the surgeon noted that the panalok fixation device was sitting somewhat proud to the bone hole; at this point, the surgeon cut the suture and removed the anchor, it appears that the original fixation was intact. They are reporting that this procedure was concluded successfully without issue or harm to the patient.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. The re-operation was due to a patient fall; the surgeon could or would not elaborate any further on this, we cannot tell anything from this; it appears, based on the event statement and the follow up communication, that the root cause for the 2nd surgery was the patient fall and not attributable to any defect of the mitek product. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tips of 3 panalok loop inserters broke off into the fixation devices whilst the surgeon was inserting the devices into the bone holes. The fragments were not able to be retrieved and remain captured within the anchor, both secured within the bone hole. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.